Event description:
It was reported that at the 1-week follow-up the right ventricular (rv) lead was partially dislodged and high thresholds were found. The lead was successfully repositioned and remains in service. The patient will continue to be monitored. No adverse patient effects were reported.